Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a pt presented with dryness and fluctuating vision in both eyes approximately two weeks post lasik. The pt was noted to have dry eyes and superficial punctate keratitis (spk). There two medical device reports associated with this event. This report is for the right eye. Additional info received states that the pt's symptoms have not improved and the pt is using artificial tear drops in both eyes.